Manufacturer narrative:
Results: eighty five samples; 84 sealed and 1 loose, were returned for evaluation. A visual inspection of all samples revealed that the one loose syringe exhibited the needle penetrating its safety shield. A review of the device history record revealed no defects noted during production. However, there were two notifications ((B)(4)) for incidents unrelated to this complaint issue. Conclusion: at this time, although a visual inspection confirmed that the needle of one of the returned syringes had penetrated its safety shield, an absolute root cause for this incident cannot be determined. The sample has been forwarded to the manufacturing site in (B)(4) for a secondary evaluation. Upon completion of the secondary investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a bd ultra-fine¿ insulin syringe 1/2 ml, 29g penetrated its safety shield and a nurse suffered a clean needle stick injury before patient use. There was no report of medical intervention.

Manufacturer narrative:
A secondary investigation was completed by the manufacturing site in (B)(6) eighty five samples; one loose and eighty four in a sealed poly bag were evaluated. Upon examination, it was noted the loose sample exhibited a needle through its shield. Conclusion: an absolute root cause for this incident has not been determined. However, our quality engineer notes that this type of defect is seen during assembly, specifically on the lodose (0.3cc and 0.5cc) lines. As the parts are assembled linearly, occasionally a cannula may be slightly bent and the force of shielding the hub/needle assembly is sufficient to push the cannula through the shield itself. This would likely result in a needle stick type of injury by the consumer. This error type has been observed at the manufacturing site and further investigation into root cause is being evaluated. No additional actions at this time.